Event description:
The pt received ems treatment for hypoglycemia.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a crack in the battery compartment housing, but demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.